Event description:
Consultant reported: the following happened on a planned hardware removal procedure: it was noted that part of the tip of the cruciform driver was broken, and would not turn the screw. No fragment broke into the wound, no fragment to retrieve. The surgeon selected another cruciform driver to complete the procedure with no further problems. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection performed as part of the manufacturing evaluation revealed through a microscopic view of the tip has shown that at all four prongs of the screwdriver a fragment is broken off. Also it is clearly visible that all the prongs were twisted counter-clockwise. Because of the damage and the deformation of all prongs the relevant dimensions cannot be verified. However, the fracture face is homogenous, which indicates material conformity and the counter-clockwise twisted prongs are an indication that a mechanical overload during the removal of a blocked screw caused this breakage. The product evaluation determined the returned cruciform screwdriver shaft is consistent with other synthes screwdriver shafts of that family in terms of design, material and is appropriate for its intended use. This complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 12/05/2011, new information was received on 8/28/2013.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.